Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual and microscopic inspection, it was discovered that the occluder feet was broken. A short simulated therapy was performed. Functional tests were performed, which included integrity of seal surface testing, leak testing, clear passage testing, and clamp function testing. Both leak testing and clamp function testing failed due to the broken occluder feet. Upon conclusion of the investigation, the cause of the reported issue was undetermined. A CAPA currently exists to address this issue. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set broke. The white portion of the twist clamp had separated from the light blue main housing. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Therapy dates: it was reported that the event occurred in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.